Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
The vns computer and flashcard were returned for analysis on (B)(6) 2012. An analysis was performed on the handheld computer. No anomalies associated with the computer were noted during testing using the ac adapter or the main battery with a full charge. The handheld computer performed according to functional specifications. An analysis was performed on the returned flashcard. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
Reporter indicated a vns dell x5 computer was not holding a charge. Attempts for return of the computer are in progress.